Event description:
It was reported via repair work order that the head left side rail would not lock in the up position due to a broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.